Event description:
A hospital in (B)(6) reported via our distributor that an rt134 non-heated adult breathing circuit did not pass the ventilator leak test. This was reported prior to use.

Manufacturer narrative:
(B)(4). Method: the complaint breathing circuit kit was returned to the manufacturer for evaluation. The returned complaint device was visually inspected, pressure tested and submerged in a waterbath to test for leaks. Results: no physical damage was observed on the complaint device. The pressure test revealed the pressure drop to be outside of specification for this product. The water bath test identified the leak to be at the connection between the lid and bowl of the water trap. A lot check could not be performed as no lot number was provided. Conclusion: the leak was caused by a failure in the seal between the water trap bowl and lid. The water trap of the breathing circuit consists of two parts where the lower part can be removed during use for draining water. The water trap leak was located at the seal between the water trap bowl and the water trap lid. All circuits are pressure tested for leaks during production and those that fail are rejected. This suggests any leak must have developed post production during transport, storage or use the user instructions that accompany the rt134 adult breathing circuit state the following: "perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient." "Set appropriate ventilator alarms." (B)(4).